Manufacturer narrative:
The implant date, lot number, concomitant product info were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. B3: event date: estimated as it was noted issue began after implant

Event description:
It was reported that, since implant six years ago, this artificial urinary sphincter had gradually stopped working. Atrophy was confirmed. The cuff was replaced and the new cuff was placed more proximally. No further patient complications were reported.